Manufacturer narrative:
Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. No sample returned for investigation. Supplier checked on their retained sample and found no linting phenomenon. According to the supplier, there is no change of the raw material and the production process of the gauze sponge. They always control the linting as the main defect during the process inspection and finished product inspection. From the investigation, there is no abnormal situation happened in production, retained sample and DHR. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported the gauze c-nsg4416a from the cath lab pack sanrpclmlb is linting and has other loose particles. No adverse event was reported. No further details were provided by the customer when requested. Report being filed for potential risk to patient.